Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, lightheaded, dizzy, cough related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer

Manufacturer narrative:
Additional information was received on may 30, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, lightheaded, dizzy, cough related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Device was returned to the manufacturer for evaluation. But the device evaluation was not yet completed. The manufacturer is submitting an updated report at this time. After completion of device evaluation, a follow-up report will be filed.